Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular (rv) lead integrity alert triggered. It was noted sic went up to 141 (within one day) along with ventricular tachycardia (vt) non-sustained (ns) episodes and high rate-ns episodes and evidence of oversensing on (B)(6) 2015. The lead integrity alert (lia) warning occurred for increased sic count and 2 or more high rate non-sustained episodes <(> <<)>220 ms on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient presented to the hospital after an alert had been triggered the day before. A device interrogation revealed that the number of sensing integrity counter (sic) had increased, triggering a lead integrity alert (lia), and the patient noted they had been using an electric sander at home at the time of the vs-vt event. Noise was confirmed in both the atrium and the ventricle, which are suspected to be due to the use of an electric sander. The device, right atrial (ra) lead, left ventricular (lv) lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.